Manufacturer narrative:
Concomitant products: product ID neu_stylet_acc, product type accessory; product ID neu_stylet_acc, product type accessory. (B)(6). Device evaluation: analysis of the lead and stylet found ¿the distal tip of the lead and the tip of the stylet wire were bent¿ due to ¿overstress/damage.¿ it was noted ¿the lead was electrically ok.¿

Event description:
It was reported that ¿during lead placement the lead repeatedly could be seen bumping into something and bending backwards.¿ then ¿on the last attempt, it broke at the tip and could no longer be used.¿ the lead was removed and replaced as a result of the event. Both bone and connective tissue were reported as possible things the lead was bumping into. The patient had ¿recovered fully¿ following the incident and there was ¿no¿ patient injury. A supplemental report will be filed if additional information is received.